Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the mega-suture cut needle driver snapped as the surgeon was beginning to suture. An x-ray was performed to confirm no pieces broke off and fell inside the patient's abdomen. The procedure was continuing as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report.